Event description:
Overheating from 3b stratus 5 oxygen concentrator. Went to hospital due to coexisting breathing disorder and stroke risk increased due to the malfunction of this product. No notice was given by the durable medical equipment company we received this machine from.